Event description:
Complaint received that the brake casters would slightly swivel with added pressure. No injury alleged.

Manufacturer narrative:
Technician found the brake casters would swivel with added pressure. Customer was not aware of the problem. Replaced the brake casters to resolve this issue.